Event description:
It was reported that during the implant procedure, the right ventricular lead connector pin appeared to be bent. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.